Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
I had a depuy, johnson and johnson hip replacement on (B)(6) 2008 at the (B)(6) hospital in reading. The surgery was carried out by orthopaedic surgeon. I received a recall letter for the hip, in (B)(6) 2012. My blood was monitored carefully from that date until my revision operation. I received twice yearly blood tests to begin with, then three monthly blood tests. In (B)(6) 2017, the surgeon recommended revision surgery, because the level of chromium and cobalt in my blood was critical; in addition to this I had incurred several problems with my right leg and back. These problems had existed for two years and had got progressively worst. I received my revision surgery on monday (B)(6) 2018. I would now like to receive the compensation, I am entitled to for the suffering I had to endure prior to the hip being replaced and for the inconvenience of having revision hip surgery at only (B)(6). I give you permission to contact my surgeon, so that you are able to gather all the necessary information; to work out the compensation package I am entitled to.

Manufacturer narrative:
(B)(4). Investigation summary depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.